Manufacturer narrative:
This report is submitted on february 28, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to other medical reason. The patient was reimplanted with another cochlear device during the same surgery.